Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Upon initial investigation by the company service representative, the iabp powers on and completes self test successfully. The iabp pumps normally with a 40 cc balloon and system trainer attached. When the service rep removed the unit from the cart, he found the o-ring for the helium disconnect was broken and the external helium bottle depleted. He replaced the o-ring. The service rep could not duplicate the alleged power issues. He removed the external case for the iabp and inspected for any damage and found none. He simulated rolling the unit down the hall with system trainer and 40 cc balloon attached and pumping. The service rep still could not duplicate any power failures. The iabp passed all functional and electrical safety tests to factory specifications. The iabp was returned to the customer for clinical use.

Event description:
The customer stated that prior to patient use, while in transport to the helicopter, the cardiosave fell. After the fall, the cardiosave shut off 3 times after attempted powerup. No patient involvement. No adverse event reported.